Manufacturer narrative:
(B)(4). An expanded investigation through correction and removal fa27sep2010 was conducted to evaluate this issue. The root cause identified for this issue is installation of the incorrect fuse by either the customer or the field service representative. A product correction letter was sent to the customers along with the fuse label to be affixed to the back of the instrument instructing the customer to check if the fuse matches the voltage of operation and to install the correct fuse (provided in the accessory kit shipped with the analyzer) following replacement instructions provided in the letter. The customers are also instructed to order the correct fuse if it is not provided in the accessory kit.

Event description:
The customer inadvertently replaced the cell-dyn analyzer's 5-ampere fuse by a 2.5-ampere fuse per fa27sep2010 letter. The 5-ampere fuse had been working on the analyzer for years without an issue. The analyzer turned off after the installation of the 2.5-ampere fuse and the fuse was found blown-out. The fa27sep2010 letter was explained to the customer and the correct 5-ampere fuse was re-installed to resolve the issue. No impact to patient results, patient management or user safety was reported.